Manufacturer narrative:
This issue was previously reported on pr (B)(4) with MDR 3030677-2015-01209, the device investigation is pending the return of the device. (B)(4) - failure of device to self-test.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that device is not functioning properly. There was no negative patient impact.